Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) evaluated the system and checked the compensator. The fse determined that the compensator had a crack in it. The fse replaced the a-plane collimator assembly and calibrated the system to resolve the issue. There was no report of harm, however, the images were not able to be used for interpretation. There is potential that a rescan may have been necessary. The system is in clinical use. This issue was determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.